Manufacturer narrative:
The quality investigation is complete. Device discarded.

Event description:
It was reported that during an achilles tendon repair surgery, the blade broke at the mount. It was also reported that there was a ten minute delay as a result of this event. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.